Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd881466 with no defects noted. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The root cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported and the patient was discharged on (B)(6) 2011. The patient was recovering and pd therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.